Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided, patient age not provided, patient weight not provided, brand name not provided, catalog and lot number were not provided, PMA/510(k) number is unknown, manufacturing date is unknown.

Event description:
It was reported that the abutment screw fractured at the site. Abutment was removed without problem. Procedure was completed placing another abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One unknown biomet abutment was returned for investigation. Fractured at threads identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth 44 (universal). Patient had bruxism. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.